Manufacturer narrative:
Additional information was received that the patient had fluid in the pocket. The patient was doing well.

Event description:
A report was received that the patient had an infection at the ipg site. The patient underwent an explant procedure and was placed on antibiotics.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. The patient underwent an explant procedure and was placed on antibiotics.